Event description:
A customer reported that their pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. To resolve the issue, technical support decided to replace the pump. Meanwhile, the customer was prepared to use a multiple daily injection (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to put the pump into storage mode and return it using a pre-paid label. Furthermore, the customer planned to use a spare holiday pump during this period.